Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was pulled back in the atrium and was dislodged. The right ventricular lead was explanted and replaced. The patient was stable.

Event description:
New information states that the physician also suspected twiddler syndrome prior to explant of the right ventricular lead.